Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge "popped" when the cartridge was being filled with insulin and insulin leaked from the bottom of the cartridge. Reported blood glucose was 300 mg/dl due to eating pizza. A new cartridge was successfully loaded to address the event.